Event description:
This notification is being reviewed due to a user of a dreamstation bipap autosv device with an allegation of returned for foam replacement. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. No evidence of foam particles were found in the device assembly. No error codes were found in the device log history. The modem flipdoor was missing and the ui (user interface) was scratched. The device was scrapped.

Manufacturer narrative:
This notification is being reviewed due to previously reported information of a user of a dreamstation bipap autosv device with an allegation of returned for foam replacement. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. No evidence of foam particles were found in the device assembly. No error codes were found in the device log history. The modem flipdoor was missing and the ui (user interface) was scratched. The device was scrapped. Updated: general information tab: report information section: complete: updated from "no" to "yes".

Manufacturer narrative:
The manufacturer previously reported information of a user of a dreamstation bipap autosv device with an allegation of returned for foam replacement. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned however there was no initial device allegation. The device was returned to a third party service center for evaluation. No evidence of foam particles were found in the device assembly. No error codes were found in the device log history. The modem flipdoor was missing and the ui (user interface) was scratched. The device was scrapped.